Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump became frozen on the control iq high alert screen and the customer was unable to clear it. During troubleshooting, the issue could not be resolved. Customer's blood glucose was 222 mg/dl. Customer everted to using an alternate method of insulin therapy.